Event description:
It was reported that the device was showing no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the device was showing no disposable alarm. Tamper seals were intact, device was cracked. A cassette was attached to the device and ran with no issues. Could not duplicate the no disposable alarm. Could not duplicate what caused the problem. Recalibrated sensor and replaced downstream sensor as a preventive measure.

Manufacturer narrative:
Other, other text: customer reported that the device was showing no disposable alarm. Tamper seals were intact, device was cracked. A cassette was attached to the device and ran with no issues. Could not duplicate the no disposable alarm. Could not duplicate what caused the problem. Recalibrated sensor and replaced downstream sensor as a preventive measure.

Event description:
It was reported that the device was showing no disposable alarm. No patient injury was reported.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a no disposable alarm. There was no patient, or clinician injury associated with this occurrence.